Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a cystocele and rectocele repair during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific obtryx and repliform were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent obtryx sling urethropexy, bilateral ureteral cannulation, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent obtryx sling urethropexy, bilateral ureteral cannulation, and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 for stress urinary incontinence and pelvic organ prolapsed and mesh was implanted. It was reported that due to mesh exposure and pain, the patient underwent excision of the mesh with wound closure on (B)(6) 2009 and repair on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.